Event description:
Vsp plates and screws were implanted in 1992. Pt was admitted to hosp for removal of hardware and exploration of spinal fusion on 6/2/1998. Per operative report, pt had chronic low back pain, which prompted removal of hardware. Pt tolerated procedure well and was discharged to home on 6/4/1998.